Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of over 500 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Reportedly the customer experienced vomiting. At the time of the report to tandem technical support the customer was still admitted to the hospital. A replacement pump was sent to the customer.